Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the failure of the ignition or the lamp or the power unit due to aged deterioration. Since the subject device have been used for long term, the parts of the subject device related to ignition detreated which made the failure of the ignition, and then there were highly possibility the examination lamp of the subject device might not be lit on. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code e103 which indicated the subject device was broken down was displayed on the monitor. At the incoming inspection for the repair, olympus service operation repair center (sorc) duplicated the reported phenomenon and found the power unit failure of the subject device. There was no report of patient injury associated with this event.